Manufacturer narrative:
A ge representative evaluated the system and reported that the monitor had been replaced and the system operates as intended.

Event description:
It was reported that the right monitor was not working. No patient injury was reported.